Event description:
In 2009, the sales rep reported the pt was implanted with an ipg in 2009, and developed an infection at the ipg site 10 days later. The pt was hospitalized, due to an infection. A culture was performed, and positive for pseudomonas putida and pseudomonas stutzuri. The pt was on a PICC line for antibiotic therapy (peripherally inserted central catheter) and then released from the hospital 3 days later. The pt was treated 4 days later with a wound vac system. The scs system is still implanted.

Manufacturer narrative:
Eval codes: method - device history record and sterilization records were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history, and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.